Event description:
It was reported that the gastrointestinal videoscope had a blurry lens on the scope and black lines. The issue was identified during sedation of a diagnostic colonoscopy procedure when the device was inside the patient. The procedure was completed with the same device with no procedural delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.